Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09/12. H.6. Investigation summary: bd received three (3) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, the device history record was the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tube had air bubbles in the gel. This event affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: "after use, the tube had a gel air bubble issue."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tube had air bubbles in the gel. This event affected 11300 devices. The following information was provided by the initial reporter. The customer stated: after use, the tube had a gel air bubble issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tube had air bubbles in the gel. This event affected 11300 devices. The following information was provided by the initial reporter. The customer stated: after use, the tube had a gel air bubble issue."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-08. H.6. Investigation summary: bd had received three (3) customer samples, and two (2) photos were provided for investigation. The photos and returns were reviewed and the indicated failure mode for gel air bubbles was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tube had air bubbles in the gel. This event affected 11300 devices. The following information was provided by the initial reporter. The customer stated: after use, the tube had a gel air bubble issue."